Event description:
It was reported that during a cysti-retrograde stenting procedure the zero tip retrieval basket would not open. There was reportedly no pt involved. It is unknown how the procedure was completed. Additional info is not available according to the facility.